Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead was noted to be dislodged on (B)(6) 2018, the day after implant. It was suspected that the dislodgement may have occurred the previous night. The lead also exhibited loss of capture. The patient was not symptomatic as a result. The lead was repositioned later that day. The patient was stable throughout.